Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
(B)(4): a manufacturing evaluation was conducted. The screw was received with nicks and scratches and missing anodize on top half of bone threads major diameter radially for approximately 45 degrees. Missing are any visual characteristics of any indications of wear on spherical outer diameter which would be normal for a loose product. All described nonconformities are post manufacturing. Spherical outer diameter is unobtainable because dimensional measurement is after anodize, but prior to bead blast. (B)(4): placeholder.

Manufacturer narrative:
Part received at manufacturer (B)(4) 2012.

Event description:
Pt was implanted with matrix construct from l4 to s1 on (B)(6) 2012. Pt returned to surgeon on unknown date experiencing back symptoms that had resolved in the early post op period. Pt experienced back symptoms again on an unknown date. X-rays showed a polyaxial head at s1, right side was not seated correctly. Pt was returned to operating room on an unknown date with surgeon discovering all screws were loose. Surgeon removed the screws, locking caps, heads, and rods. Surgeon also found a previous tlif at l5-s1 had migrated. Surgeon pushed the tlif back, added a new interbody at l4-l5, and added a transconnector at l4-l5. No hardware of the tlif was removed. This is 5 of 21 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.